Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('had pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast pain ("pain started at the base of my right breast and radiates to the nipple"), painful respiration ("sharp pain when I breath") and fatigue ("tired"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the pelvic pain, breast pain, painful respiration and fatigue outcome was unknown. The reporter considered breast pain, fatigue, painful respiration and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: breast pain, pelvic pain, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Case category updated to serious incident. Action taken with drug updated to "drug withdrawn". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.